Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the devices alarm sounds are reportedly faulty. It is reported that a sound which had never been heard was heard during periodical device checking. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device and confirmed that there is an error code 1102 primary alarm failure. It was determined that the speaker needs to be replaced. After the replacement, the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI #..